Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt. Please note that this file represents one of two cordis stents used in the same procedure with the same catalog and lot number. See scanned page.

Event description:
In 2007, at the twelve-month follow up the pt was experiencing intermittent claudication of the left leg. A duplex ultrasound was performed and revealed that there was a severe stenosis proximal to the stents, and a moderate in-stent stenosis in the middle portion of stent two. The pt is a male. The index procedure was performed in 2006. The vessel anatomy at the lesion site was straight and type of lesion de novo. Lesion location is 110mm above upper border of the patella. The total lesion length was 210mm of which 122mm was occluded and the reference vessel diameter was 6.0mm. In the procedure, the access method was percutaneous and puncture site contralateral. No pre-dilation was performed. Two smart stents (both 6x100mm) were implanted in the left proximal and mid sfa. Post dilation was completed with an opta pro balloon (6x100mm), maximum pressure used was 10atm. Percentage stenosis after stent placement and post dilatation was 10%. No dissections were reported during the procedure. During the same intervention, but after the index procedure the ipsilateral femoral artery (proximal to the index lesion) was successfully treated with pta (opta pro balloon (6x100mm). The pt was discharged on the next day. At the twelve-month follow-up the pt was experiencing intermittent claudication of the left leg. A duplex ultrasound was performed and revealed that there was a severe stenosis proximal to the stents, and a moderate in-stent stenosis in the middle portion of stent two. No action was taken to treat the stenosis.